Event description:
Additional information as received from the manufacturer representative and the patient that reported that she was still having a problem with the device, clarified as not having recharge coupling boxes filled in since implant. The patient had an implantable neurostimulator pocket revision at the end of may for this reason. The patient's implant was moved to a different location to see if the patient could get battery coupling, but it didn't change the recharging perspective. Recharging was very positional. They were able to obtain coupling for a little while after the revision, but then the coupling issue returned. This started on (B)(6) 2016. It was noted that the patient's rechargeable device was replaced with a non-rechargeable on (B)(6) 2016.

Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the implantable neurostimulator appeared tilted under the skin and slightly deep. The patient was getting decent coupling initially. The patient had lost some weight. The patient was having difficulty/was unable charge and was getting poor coupling (4 bars or less). The health care provider is planning a revision of the pocket for (B)(6) 2016. It was suspected that the implantable neurostimulator may be too deep since the patient could not get good coupling with the implantable neurostimulator recharger. They were going to try and just reposition the patient's current rechargeable implantable neurostimulator as opposed to replacing it.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found insignificant anomalies; the device was functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.